Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the inside of the lg lens was dirty because of a gap created in the adhesive part of the lg lens due to physical stress. However, a definitive root cause could not be determined. The following information is stated in the instructions for use which may have prevented the event: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. The reported issue (broken k-wire) was confirmed and found to be caused due to mechanical/chemical stress. In addition, service found the adhesive on the bending section cover was discolored, and broken, the lg lens was broken, the switch button #1 (sw1) was not working due to corroded sw1, the guidewire angulation was out of specification due to broken k-wire, the charge-coupled device lens (ccd lens) was broken, the connecting tube was crumpled, the bending angle in up direction was out of specification due to wear of the angulation wire, the image was partly dark due to scratched ccd lens, the scope connector cover was deformed, the electrical connector was corroded, and the forceps angulation was out of specification due to broken k-wire. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the forceps elevator wire (k-wire) was broken. The reported issue occurred while preparing the subject device for use during an unspecified procedure. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the inside of the light guide lens (lg lens) was dirty. This report is being submitted for the malfunction found during evaluation (dirty lg lens). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
Additional information was received from the user facility regarding the reported issue (the forceps elevator wire was broken): the intended diagnostic procedure was successfully completed using a similar device. There was no injury to the patient, and there was no delay in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility.